Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(6). Device evaluation indicated that the ipg passed the functional test, and an electrical test revealed normal device characteristics.